Manufacturer narrative:
The field service representative (fsr) reported that the internal standard bath did not fill up properly. The internal standard (is) dispensed from the ion-selective electrode (ise) reagent needle was stuck to the is bath aspirate needles, thus the sipper needle sometimes drew air. The is bath's aspirating needles were dull and sticky. The field service engineer (fse) performed service maintenance. The cause of the event could not be determined due to missing results for k and cl as well as the calibration and qc data. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for one patient sample tested on the cobas 6000 c 501 module. The initial result was reported outside of the laboratory. The treating doctor requested a new measurement. The initial sodium result was 130 mmol/l. The repeat result was 116 mmol/l.